Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was report that a few days prior to the report the patient's ins was at the elective replacement indicator (eri) at 2.57v. There were no allegation against the battery longevity. On the day of the report the patient was sitting at the hospital and they felt a total loss of therapy and they were unable to turn the ins back on with the programmer. There were no error messages on the programmer. When the patient interrogates the ins it shows that it is off, but when they try to turn the ins back on with the programmer nothing happens. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient still felt some tremor, but it wasn't as pronounced. The patient was advised how to turn the ins back on. The ins was turned back on and the issue was resolved.